Manufacturer narrative:
The device will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Primary procedure performed on (B)(6) 2017, the patient was implanted with an afx2 bifurcated stent graft, a afx vela suprarenal and a afx vela infrarenal. On an unknown date a el1a was found proximal at the renals. Secondary procedure was performed on (B)(6) 2017, during procedure an additional afx vela suprarenal and afx vela infrarenal were implanted. Reportedly, patient has short reverse conical neck. Physician offered patient open repair; however, due to age and fragility patient declined open surgery. Patient is reported to be stable. Physician reports a residual endoleak on computerized tomography, indeterminate, though aaa decreasing in size. There has been no additional patient sequalae reported at this time.